Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported at 15:30 on (B)(6) 2024, the patient had difficulty puncturing a peripheral vein and asked a specialist in intravenous infusion, to give him a PICC central venous cannula. During the operation, he found that the guidewire had a burr and could not be retracted, which led to three puncture failures, and he succeeded in replacing the central venous catheter kit. No other information was provided. This file addresses the first puncture.